Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) pacing lead and associated pacemaker exhibited out-of-range pacing impedance measurements of greater than 2,000 ohms in the bipolar configuration. Pacing thresholds had also increased to 1.4v @ 1.0ms. The pacing impedance in the unipolar configuration was within normal range. The patient was not pacemaker dependent. A lead revision procedure was performed. The lead was disconnected from the device and was tested on the pacing system analyzer (psa). The pacing impedance in the bipolar configuration was 600 ohms, with pacing thresholds of 0.5v @ 0.5ms. An x-ray was performed and no lead fracture was visualized. The terminal pin of the lead was cleaned and was reconnected to the device, with normal lead measurements observed. The device and lead remain in service. No additional adverse patient effects were reported.